Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6f/7f mynxgrip vascular closure device was pulled out. There was no reported patient injury. The type of procedure the mynx vcd was used for was interventional peripheral procedure. The procedure used a retrograde approach. The deployer¿s mynx training status was mynx certified. An unknown 6f sheath was used. The femoral artery¿s suitability was verified via angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The deployer did not fail to maintain tension on catheter while tamping. The deployer did not over-tamp. The procedural sheath that was used was not greater than 7f prior to introducing the mynx. Hemostasis was achieved through manual compression for 20 to 30 minutes. The patient was not hospitalized, nor the patient's hospitalization was extended as a result of the event. The patient recovered after the mynx event. Other additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open. The advancer tube was found to have remained in the manufacturing position as received, and yet, the sealant was not returned with the device. The condition of the returned device indicates a device failing to deploy and does not match the description of the incident. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Per functional analysis, the shuttle down procedure was simulated, and the advancer tube was found properly engaged to the proximal tamp lock. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, the tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1918902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed during analysis of the device. Without the return of the complete device, a complete physical investigation could not be performed. The event description did not match the product analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to hold the tamp tube in place, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, ¿remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen¿. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the information available for review suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open. It was reported that ¿the sealant of a 6f/7f mynx grip was pulled out¿ and that ¿the deployer did not fail to maintain tension on catheter while tamping. The deployer did not over-tamp.¿ however, the advancer tube was found to have remained in the manufacturing position as received, and yet, the sealant was not returned with the device. The condition of the returned device indicates a device failing to deploy and does not match the description of the incident. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Shuttle down procedure was simulated, and the advancer tube was found properly engaged to the proximal tamp lock. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The sealant of a 6f/7f mynx grip was pulled out. There was no reported patient injury. The type of procedure the mynx vcd was used for was interventional peripheral. The procedure used a retrograde approach. The deployer¿s mynx training status is mynx certified. An unknown 6f sheath was used. The femoral artery¿s suitability was verified via angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The deployer did not fail to maintain tension on catheter while tamping. The deployer did not over-tamp. The procedural sheath that was used was not greater than 7f prior to introducing the mynx. Hemostasis was achieved through manual compression for 20 to 30 minutes. The patient was not hospitalized, nor the patient's hospitalization was extended as a result of the event. The patient recovered after the mynx event. Other additional procedural details were requested but were unknown. The device is expected to be returned for evaluation.